Event description:
It was reported that there was atrial oversensing. During the lead revision procedure, the lead was measured through the analyzer and indicated no anomaly. The lead was abandoned and the physician requested analysis on the implantable pulse generator (ipg). A new atrial lead and device were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.